Event description:
It was reported that the left ventricular (lv) lead was not capturing consistently. The patient was brought in for reprogramming and the lead remains in use. Due to high lv thresholds attributed to patient physiology, faster than normal battery depletion of the implantable cardioverter defibrillator (ICD) is suspected. The ICD also remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead 2009-(B)(6), 5071 implantable pacing lead 2013-(B)(6), (B)(4).